Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced pain, discomfort, dyspareunia, urinary problems, recurrence and worsening of incontinence. All other information, including the patient's current condition, is unknown and reportedly unavailable.